Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with diaphragmatic stimulation and the implantable cardioverter defibrillator in backup vvi. A device restoration was performed successfully, and the patient was stable afterwards.